Manufacturer narrative:
All available information indicates that the product remains in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this device system detected right ventricular (rv) pacing impedance measurements greater than 2,000 ohms on the non-bsc rv lead, along with increased threshold measurements. All other lead measurements were stable and within acceptable limits. Technical services was consulted and discussed likely a connection issue. A revision procedure was performed. Upon opening of the device pocket, it was observed that all four setscrews were never tightened. Once the set screws were tightened, all measurements were within acceptable limits. No adverse patient effects were reported during the procedure.